Manufacturer narrative:
Technician found that the head of the unit was drifting down due to faulty valve. Replaced valve ((B)(4)) to resolve this issue.

Event description:
Allegation received that the head of the bed was drifting down.